Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60+ mm diameter abdominal aortic aneurysm. The aortic neck was described as challenging. It was reported that after the final angiogram was done there was a proximal type I endoleak present. The physician stated the stent graft was 3-5 mm below left renal and they wanted to place a 32/32/49 endurant cuff. The physician placed the cuff and stated the type I endoleak appears to be resolved. No additional clinical sequelae were reported and the patient is fine.